Event description:
The patient reported an infection. The patient was given antibiotics and the device system was explanted in 2007. The devices were not returned to the manufacturer for analysis. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.